Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's drain volume was 3305ml. The fill volume was 1900ml. This meets iipv criteria. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a low anterior resection procedure, the device was fired onto the tissue and cut; it appeared no staples were deployed. Both sides of the bowel were open. Hand suturing was performed to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.